Event description:
A customer reported that a system received several system message codes during the fluid to air exchange of a procedure. The procedure was completed after exchanging the system. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).